Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery and the issue was resolved with an infusion set change. Mother declined any troubleshooting. Customer's blood glucose reading at the time of the call was 484 mg/dl. No further information reported.